Event description:
It was reported that a packaging issue resulting in the device being contaminated occurred. A 7.0 x 20, 135cm mustang¿ balloon catheter was selected. Upon opening the package, the hub of the catheter flipped outside the inner packaging and the hub touched the non sterile outer packaging of the device. The inner package remained intact. The device never entered the patient's body and the procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).